Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s insulin pump trainer reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. Blood glucose level of the customer was 529 mg/dl at the time of the hospitalization. The customer was treated with the fast acting insulin through syringe. The customer declined the troubleshooting for hyperglycemia. The customer was using insulin pump system within 48 hours of reported hyperglycemia event. It was reported that the insulin pump was not getting rewind. The insulin pump will be returned for the analysis.